Event description:
In 2009, the reporter/hcp (patient/layperson's wife, a registered nurse) complained to a customer care advocate (cca) that the patient's onetouch ultrasmart meter was inaccurately high compared to her and to the ER's meter the same day as the call. The reporter alleged that the patient "[almost passed out because of the extra insulin]." This medical surveillance specialist spoke with the reporter three weeks later. The reporter alleged the following: after eating breakfast at 6 am (reporter does not recall the blood glucose result), the patient had an appointment at his physician's around 9 a.m. Where his hematocrit was found to be low, 23%. The patient has a history of low hematocrit for which he takes procrit. The patient was ordered to go to the hospital later to receive two units of blood. At 11 a.m., while at home and before the transfusion, the patient tested, result 433 mg/dl. A retest was 440. Although the patient did not "feel like his blood glucose was elevated", he injected extra novolin (the patient injects an additional one unit of insulin for every 15 mg/dl that is over 120 mg/dl) and did not eat. One and 1/2 hours later, the patient "started to feel bad." The reporter denied shaking or sweating. The reporter drove the patient to ER for the transfusion where a lab draw was performed. Because the patient's blood glucose was found to be 47 mg/dl, the ER staff provided d50, continued with the transfusion, and then admitted him. He was discharged three weeks later with plans to possibly start renal dialysis soon. The reporter tested patient on his meter (175 mg/dl) and her lifescan mater (75 mg/dl) within three minutes at the ER; it was unclear if the tests were performed before the d50. Although the variance was greater than the expected <=30%, the patient's hematocrit fell outside of the product's limitations. Because the patient injected insulin based upon an elevated result and later was treated for hypoglycemia, the complaint is reported. This specialist referred the reporter to the owner's manual and test strip literature concerning hematocrit, advising her to inform the patient's physician. All products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.